Manufacturer narrative:
H6; code 400: bent cartridge tab area, due to firing when cartridge was locked out, which caused the cartridge to eject. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned with a bent channel cartridge tab. No conclusion could be reached as to how this damage occurred. The channel tab was bent back to the proper and the instrument was cycled, fired, cut, and staples within design spec. Comments: if the instrument is attempted to be fired before it is clamped on tissue, the channel cartridge tab will become damaged. Each instrument is evaluated during the assembly process to ensure if functions properly.

Event description:
During a laparoscopic appendectomy, the surgeon reloaded and fired the stapler. The cartridge became dislodged and fell into the pt's abdomen. The cartridge was retrieved laparoscopically and a new stapler was used to complete the case. There was no consequence to the pt.